Event description:
Reportedly, since (B)(6) 2023, an important number of remote transmissions (up to 10 in two days) were sent to several patients, while only one was expected for each.

Manufacturer narrative:
Analysis of available expertise data confirmed the reported behavior, as several unexpected transmissions were performed on (B)(6) 2023. - the observed issue resulted from a software error during the deployment of the version 3.13 of the remote monitoring system, which led to unexpected remote transmissions being sent. It should be noted that a software correction was deployed on (B)(6) 2023, and all transmissions were correctly processed.

Event description:
Reportedly, since (B)(6) 2023, an important number of remote transmissions (up to 10 in two days) were sent to several patients, while only one was expected for each.